Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. As the caller did not have access to a charger, they were unable to reset the pump at that time. Technical support advised the caller to contact them again once they have their charger to proceed with the pump reset. Cts confirmed they were able to reset pump and malf cleared.